Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported phenomenon was not reproduced at the repair department. Watertightness failure occurred due to cracks on the connector, and this resulted in causing internal water immersion and temporary communication failure. Therefore, it is likely that this was why an image was not displayed temporarily. The event can be detected/prevented by following the instructions for use which state: "do not drop the camera head or allow it to strike other objects. The electrical circuits inside the camera head may be damaged due to water leakage". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd camera head image disappears. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found there are times when the hd camera head image is not displayed. Furthermore, the following additional issues were identified during inspection: corrosion of electrical contacts on the connector, connector crack, cable twist, scope mount operation is heavy, and the head part main body is flooded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.